Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a needle clog occurred during use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "when the user is trying to draw insulin from the vial there's a blockage/stop in the needle and the user is unable to fill the syringe with insulin. The stop is so hard that when the user pulls the plunger back to fill the syringe with insulin, there's a vacuum and syringe falls back to start position. Correct technique is used. Complaint of 1 cannula. The cannula it has not been in contact with the cartridge."